Manufacturer narrative:
During the investigation, it was found that the allegation is not reportable, as the cause of the reported problem was due to a defective transducer.

Manufacturer narrative:
Clarification is being requested on the reported "no sound" allegation, as the transducer do not produce sound. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Biomed states the us transducer does not have sound; needs to order a replacement transducer. The device was not in use on a patient at the time of the event, there was no patient involvement.